Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The patient was not hospitalized for the event. The patient was treated with fortum injections (1g once daily, route and duration not reported) and heparin injections (5000 international units (iu) per 1 mm per exchange, duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.